Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (22 mg/ml at unk mg/day) and bupivacaine (15 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in for refill and message pump has been stalled for 1,000 hours and came up on screen with service codes 232 and 234. The healthcare provider (hcp) confirmed that the patient had magnetic resonance imaging (MRI) 42 days ago and never had her pump checked after the scan. The patient asymptomatic and no volume discrepancy at refill. The technical services (tss) explained telemetry mode and had the caller reinterrogate pump to check for motor stall recovery. However, recovery was not seen in logs. The tss discussed waiting and reinterrogating until motor stall recovery seen.